Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic sleeve gastrectomy, the seal of the device was damaged and gas leakage occurred. To complete the procedure, another device was used. No patient injury or extension in surgical time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.